Event description:
This is a spontaneous report by a nurse from (B)(6) regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. The patient's wife contact baxter (B)(4) technical service center to report that the patient was in the hospital for peritonitis. Upon follow-up, the nurse reported that on an unreported date in 2010, the patient developed peritonitis, manifested by cloudy effluent, abdominal pain and pyrexia. On (B)(6) 2010, the patient was hospitalized for peritonitis. The nurse reported that the causative microorganism was unknown. Information regarding relevant laboratory testing was unknown. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in 2010, the events of peritonitis resolved. The root cause of the peritonitis was not reported. The patient's medical history included renal failure chronic and aphasia. The nurse believed that the events of peritonitis and pyrexia were unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). -root cause for the peritonitis was not identified due to lack of sample for evaluation and insufficient information available. Since the lot number is unknown a batch review could not be performed. No specific product failures were indicated in the complaint report that could contribute to peritonitis. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required.